Event description:
It was reported the insulin pump had a cracked case. The device was bumped or dropped. The device was cracked in the battery compartment. The drive support cap was not damaged. Customer was unaware how the damage occurred. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, and cracked case near display window corners which were noted during visual inspection.